Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was experiencing recurring incontinence. The patient has been using an external catheter to assist with the incontinence. Additionally, the patient states that the aus pump may be deactivated because they believe the pump could be dimpled. There has been no surgical intervention reported. No additional patient complications were reported.